Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. The biomed confirmed the unit was in the biomed shop when it powered on by itself. The remote service engineer (rse) advised replacing the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number of the ui pcba. This investigation is ongoing.